Event description:
It was reported that there was an alert on the right ventricular (rv) lead for low pacing impedance. The patient was hospitalized and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.